Manufacturer narrative:
Qc was within the acceptable ranges. On (B)(4) 2010, bci field service engineer (fse) performed the following: disassembled and cleaned the flow-cell. Preventive maintenance and rebuilt the ration pump. Calibrated ion-selective electrode and ran controls, which were within specifications.

Manufacturer narrative:
Qc was within the acceptable ranges. On (B)(4) 2010, bci field service engineer (fse) performed the following: disassembled and cleaned the flow-cell. Preventive maintenance and rebuilt the ration pump. Calibrated ion-selective electrode and ran controls, which were within specifications. Change from: unicel dxc 800 pro synchron chemistry analyzer. To: synchron cx9 alx clinical systems.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the synchron cx9 alx clinical systems. The results were reported out of the laboratory and questioned by the physician. The samples were repeated on the same unit (with new electrode) and an alternate unit. In addition, the samples were sent out to another laboratory for testing. Higher results were obtained. Patient's treatment was not initiated or withheld based upon the erroneous low results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the physician. The samples were repeated on the same unit (with new electrode) and an alternate unit. In addition, the samples were sent out to another laboratory for testing. Higher results were obtained. Patient's treatment was not initiated or withheld based upon the erroneous low results.